Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and concern for textured implant device.

Event description:
Healthcare professional reported bilateral exchange from textured to smooth due to the patient concern with the product. Healthcare professional additionally reported a capsular contracture baker grade IV. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, creases flat . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening striated in the anterior. Based on the device analysis the final assessment is: a striated edge opening on anterior. Side assessed as surgical damage.

Event description:
Healthcare professional reported bilateral exchange from textured to smooth due to the patient concern with the product. Healthcare professional additionally reported a capsular contracture baker grade IV. This record is for the left side. Device has been explanted.